Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that before use on patient, it was noticed that a small part of the instrument was missing. Bone wax was used in the place of the missing part. It was not reported which part of the instrument was missing. There was no surgical delay and the procedure was completed successfully. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not reported. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.